Manufacturer narrative:
Internal file number - (B)(4). Corrections: adverse event box unchecked. Required intervention box unchecked. Type of reportable event. Device not returning, discarded. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficult to remove. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to filing of the initial medwatch report additional information was received: it was reported that suture placement in the right common femoral artery was attempted with a proglide device, relative to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the proglide device was difficult to remove. The tavr procedure was completed and hemostasis was achieved with the same proglide device. There was no reported adverse patient effect or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. User facility medwatch (#mw5070839).

Event description:
User facility sus voluntary event report received (#mw5070839) stating:"proglide device did not function properly and was difficult to remove addition endovascular intervention was used. No harm to patient." No additional information was provided.